Event description:
The incident was reported to the arjohuntleigh representative as following: two caregivers were attending to the resident shower, one on each side of the trolley. The resident was brought on the left side supported by the carer to have his back washed. According to the carer the side rail gave away and the resident fell onto the bathroom floor. The device was inspected by the company representative visiting the site. The shower trolley was found in fair condition according to age, the device was in use for 15 years (intended lifetime for arjohuntleigh devices is 10 years), catches of the side rails were found a bit loose and one of the catch had a missing spring, because of that the side rail was not performing as intended. The resident received an injury has been described as bruising and laceration to the left eyebrow, multiple bruises on the left arm, leg and chest. The resident needed sutures on the eyebrow.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.